Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported a skin irritation under the front therapy electrode and rear therapy electrodes. During a follow up the patient reported that she saw her doctor and began using hydrocortisone cream on the area. She reported that with the use of the cream the irritations had completely healed.